Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output or magnet response and capture and telemetry anomalies. Electrocautery was reported.